Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dfc system. During an interventional procedure, the user reported that the x-ray screen was not available on the panel and the buttons would not respond when pushing them. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a failure of the power supply to the ups. During troubleshooting the service engineer (cse) found a loose, disconnected power cable on the ups. After reconnecting the cable and checking the proper operation of the ups, the cse power cycled the complete system. No further issue of the bsr application could be determined after the repair. Full system functionality was restored. The analysis of the log files showed that during the procedure, power supply to the ups failed intermittently. Therefore, the ups switched to battery power. The system ran on ups battery power for about 2 minutes at which time the ups battery timer expired and initiated a shutdown event to the bsr application. The bsr application processed the shutdown and switched off the entire lab and no further imaging was possible. The service engineer reconnected the power cable and power cycled the system. No parts needed to be replaced and the error did not reoccur. No further corrective action is planned at this time.